Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, buttons were difficult to press. The customer's blood glucose value was unknown. The customer stated that the insulin pump was louder during rewind, battery life was not long. The insulin pump will not be returned for analysis.